Event description:
The customer contact reported blood loss. The arterial pressure tubing was used to extend an existing arterial pressure monitoring line and was connected between the arterial catheter and pressure monitoring kit. Following an unsuccessful blood draw from a 3-way stopcock, an unspecified mount of blood loss was noted at the junction of the pressure tubing and pressure monitoring kit. The arterial pressure tubing was disconnected and replaced. There were no reported adverse pt effects. No med interventions were required.